Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the leak was found and the angulation was low. As noted in b5, the forceps elevator had foreign material present. Additionally, a cut was found on the distal end, compromising water tightness. The distal end itself was dirty and the adhesive was missing. Due to wear on the angle wire, the bending angle was out of specification. The cover was also noted deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during product maintenance, he found that the distal end had low angulation and was leaking. There was no patient involvement during this event. During the device evaluation, it was discovered that the forceps elevator had foreign material present. This report is being submitted to capture the foreign material found during the device evaluation.

Event description:
Additional information received from an olympus representative reported the customer was trained on reprocessing the device per the instructions for use, there was no delay in starting pre-cleaning, and the device was brushed during precleaning. The customer was not able to reprocess the device prior to pick up for inspection due to a leak problem.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to reprocessing not being completed because of the leak problem; however, a definitive root cause of the foreign material on the forceps elevator and device could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.